Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. Additionally, patient stated that they experienced pain, discomfort and bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.